Event description:
It was reported the patient experienced an increase in seizures prior to the date of his prophylactic vns generator replacement surgery. The exact date of when the increase in seizures began was not provided. It is unknown if the increase in seizures was below, at, or above the patient's pre-vns baseline levels. An automatic battery life calculation was last run on (B)(6) 2017, and reviewed on (B)(6) 2017. The programming history available was from (B)(6) 2013 through august of 2016. No anomalies were noted. Based on the information provided, the patient had an estimated 0.5 years remaining until neos = yes (near end of service) would be reached. The impedance values remained within normal limits throughout the available data, indicating the device was working as intended. The patient underwent prophylactic generator replacement. The explanted generator is not expected to be returned for analysis. Attempts for additional relevant information have been unsuccessful to date.

Event description:
It was later reported by the physician that the reported increase in seizures was above pre-vns baseline levels. The physician noted the impedance values was ok and the patient possibly had a low battery. The physician believed the cause of the patient's increase in seizures was due to low battery, even though the impedance value was within normal limits.